Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient required root canal treatment on tooth #31. This tooth had a crown made from 3m espe lava ultimate implant crown restorative, which had been placed on (B)(6) 2012. The patient reported sensitivity on (B)(6) 2013, and the root canal was performed on (B)(6) 2013. The patient's condition is reported as fine following the root canal.